Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an artifact associated with the defibrillation coils, there were non-sustained high rate episodes, and non-sustained ventricular tachycardia episodes. The lead remains in use and no patient complications have been reported as a result of this event.